Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 384 mg/dl. Customer stated that he ran out of insulin and the insulin pump alarmed motor error. The insulin pump would not rewind. Customer was dizzy. Hospital treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the devive operated within specifications.